Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed product if it is returned to the manufacturer.

Event description:
The customer reported that the ventilator is alarming vent inop, error log is showing: ifs a/d ref. Fault ifs voltage fault bad autozero ifs.